Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified; underweight, broken shell, flat creases. A microscopic analysis was performed which identified; broken shell with sharp edge on posterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: broken shell with sharp edge assessed as unidentified(tear) opening. Further information from the reporter. Regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported right side ruptured device diagnosed by ultrasound. The device has been explanted.